Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 11, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d.9. (Device not available). G.3. (Date received by manufacturer). G.6. (Indication that this is a follow-up report). H.2. (Follow-up due to additional information). H.6. (Identification of evaluation codes 3331, 4114, 3221, 4315). The affected sample was not returned for evaluation and photos were not provided; therefore, a thorough investigation could not be performed, and a root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a foaming out the exhaust port and failed to transfer oxygen. No consequence or health impact to patient. There was a delay of 5 minutes. Product was not changed out. Procedure was completed successfully.